Manufacturer narrative:
The reported failure of the active exhalation proportional valve test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at a manufacturer's service center. During testing, the unit failed the active exhalation proportional valve test. Further investigation determined that the active exhalation control module (aecm) required replacement to correct the issue. Additionally, unrelated to the reportable malfunction, the unit failed the nurse call on test step. There was no indication that there was an issue with the nurse call connector. The interface printed circuit assembly (pca) was replaced to address the issue. Additionally, the pollen filter was replaced as part of preventive maintenance. Since scratches were confirmed, the front enclosure overlay was replaced. Following repair, the device successfully passed all required verification procedures, including repair verification testing, alarm testing, battery performance testing, and run-in testing. The device was also cleaned in accordance with standard procedures. The device was confirmed to be operating within specification and was returned to service.